Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer's representative (rep) reported there was a difficulty or inability to connect components intra-operatively. They were unable to insert the lead or extension into the implantable neurostimulator (ins). There was no set screw issue. This appeared to be an extension proximal end issue as they were unable to fully insert into the header black. The ins was ok as other extension end fit fine in that port. This was an existing extension. The doctor tried putting the proximal end in the ins, but he said it looked like it was corroded and would not fit. Therefore, he left the abandoned lead free and plugged the whole. An impedance check revealed all impedances were out of range. It was unknown if there were further interventions at thistime. Following the procedure, the patient did not have any stimulation. The rep did not know what the doctor was planning on doing at this time. It was noted the rep did not have any printouts as the patient¿s ins was discharged. There were no applicable symptoms reported. Relevant medical history I ncluded spinal stenosis.